Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space.  A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure.  The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis).  Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well.  Most hematomas resolve on their own, without surgical intervention, while some others do not.  Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Received additional patient medical records that indicates that the hematoma was resolved approximately one month of date of onset without intervention. Therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural tibia cemented stemmed catalog # 42532007101 lot # 64633315. Persona articular surface fixed bearing posterior stabilized (ps) catalog # 42512400712 lot # 64461505. Persona all poly patella catalog # 42540000032 lot # 64775215. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2020-00257, 3007963827-2020-00258, 0002648920-2020-00456. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported patient experienced bruising and tenderness approximately one month post-implantation. A hematoma was diagnosed with no intervention. Attempt for further information has been made, but no further information has been provided.